Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that dr. (B)(6) stated the pt complained of progressive looseness of her knee. A poly liner was exchanged. Pt wanted implant. Dr was happy with post op stability of knee after poly exchange.